Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump had a partial display. The blood glucose value was 300 mg/dl. Customer stated that discontinue use of the pump and customer to revert to back up plan per health care professional instruction. Customer stated the pump was neither dropped nor bumped. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement and self tests. No unexpected missing segments or partial displays were noted. However, per visual inspection found heavy corrosion in the battery compartment, and traces of corrosion on the back of the lcd display.